Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump had a partial display. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer's current blood glucose is 300 mg/dl. The customer treated for high blood glucose with pump given himself bolus. The customer states that he changes his set because his sugars been high blood glucose then sugar falls. Might has bumped into the wall. He has fallen in result of being dizzy. The customer was assisted with troubleshooting for partial display and noticed they can barely read. The drive support cap appears normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test and self-test. No unexpected missing segment/partial display anomalies noted. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.